Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the patient underwent a partial corrective osteotomy and a spinal fusion on the right convex sides in the extension of veptr. The surgeon extended each left hybrid type veptr at 0.5mm. He also exchanged two gold clips. For the posterior spinal fusion, the surgeon performed the corrective osteotomy at t11 and the spinal fusion on the right convex sides of the spinal column at t9-l1. On a follow-up visit on (B)(6) 2012, the surgeon reported that the kyphosis was getting worse. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.